Event description:
A 1100 IV of d's 1/4 ns started with blood return et running at 50cc per hour on patient age 9-1/2 months. At 1400 on routine site check IV was noted to be grossly infiltrated with pt's kg being taunt et blanched from knee to toes. (Insertion site was in foot). Oclusion alarm not triggered at all during this time frame et IV continued pumping though infiltrated.problem: occlusion alarm inoperative or not alarming at correct level.